Event description:
Patient was sent home with 5-fluorouracil (5-fu) pump which was programmed to infuse 3700 mg of drug over 46 hours. Unfortunately, the pump started beeping with an error of stop and remove on it. He reported going to a hospital's ER and have them remove the pump. He called the infusion center twice last night to report this incidence.